Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my right coil is actually in my cervix rather than my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("7 1/2 weeks pregnant"). The patient was treated with surgery (have an appointment on monday to have a procedure to remove the coils). At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: 7 1/2 weeks pregnant, right coil is actually in cervix rather than fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media report : pregnancy with contraceptive device, device ineffective, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my right coil is actually in my cervix rather than my fallopian tube') and pregnancy with contraceptive device ('7 1/2 weeks pregnant') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (have an appointment on monday to have a procedure to remove the coils). At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device expulsion and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: 7 1/2 weeks pregnant, right coil is actually in cervix rather than fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media report : pregnancy with contraceptive device, device ineffective, device expulsion. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.